Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4) displayed confusing characters on the lcd monitor' was not confirmed during functional testing. During visual inspection, there was no physical damage observed on the autopulse platform. Unrelated to the customer reported event, functional testing could not be performed due to autopulse platform displayed 'system error. Out of service. Revert to manual CPR' error message upon powering up the device. The power distribution board was replaced to correct this issue. The customer reported event of' display shows confused characters' could not be replicated. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Manufacturer narrative:
The autopulse platform was received and is pending investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
It was reported while powering on, the autopulse platform system (sn 40259) displayed confusing characters on the lcd monitor. No patient involvement.